Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported experiencing jaw pain during treatment, which got progressivly worse. The patient ceased treatment. Two years later, they continued having jaw pain and saw a doctor and was diagnosed with disc displacment of the articular disc in her jaw. The patient now on a strict soft and liquid foods diet and has difficutly chewing. The patient will require a splint and physical therapy to correct this issue.